Event description:
On (B)(6) 2013, at (B)(6) medical center, (B)(6), an error message for battery defective displayed on cardiohelp unit (article number 701048012; serial number (B)(4)) occurred. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was evaluated by a ssu technician and the sensor panel was replaced with a retrofit one. The device was tested to factory specifications and passed all tests. A capacitor on the sensor panel was determined to be counterfeit and was replaced with a capacitor from a different source. (B)(4).